Manufacturer narrative:
This serves as a correction report. Section b3 - date of event has been updated. Section g-3 was incorrectly documented in the previous initial report 2954323-2024-05332, the correct g-3 date is february 04, 2024.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This report is being submitted due to the returned product investigation results.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and damage to the usb port was observed. Visual inspection has been performed on the returned adc usb/charging cable and no issues were observed. Successful testing was performed on the charging cable. Visual inspection was performed on the returned power adapter and no issues were observed. Voltage testing was performed, and the power adapter measured 5.42v, which is outside of the range specification 4.75v-5.25v. Additional investigation was performed on the returned power adapter and a second voltage testing was performed. The power adapter measured 5.003v, which was found to be within specification 4.75-5.25v. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader¿s pcba (printed circuit board assembly) and burn marks were observed, along with damage to the battery connector. The observed damage to the battery contacts is likely caused by the removal of the battery upon the returned product investigation. The returned battery was measured at 3.5v, which is outside of the range specification of 3.7-4.2v. A new un-used battery was used to power on the returned reader and a power consumption test was performed. The results were found to be within specification. Further investigation found minor discoloration to the charging port and cracked solder joints on the port pins. There were no signs of fire, smoke, or electric shock. The damage to the port pins is consistent with forcing the charging cable into the usb port while charging. Since the current draw during power consumption testing is within specification, the returned reader does not have sufficient power to cause the observed damage. Therefore, the issue is not confirmed due to a user issue. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This report is being submitted due to the returned product investigation results.